Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 7 devices were received. 1 device was not available for evaluation. 14 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information: 24 devices were not labeled for single-use. 24 devices were not reprocessed or reused.

Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 24 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 1 device was not available for evaluation. 15 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.